Manufacturer narrative:
The full lead was returned and analyzed. Analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo. It was also noted that the distal conductor of the lead was extrinsically over-rotated and the inner insulation of the lead developed a breach due to abrasion while in vivo. Analyst comments stated that the inner insulation has abrasion breach visible due to fractured distal conductor rubbing on it and the distal conductor distorted in the connector at 1.5cm. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a suspected lead fracture of the atrial lead as there was high undefined impedance and high thresholds. It was noted that the lead was unable to capture at full output, isometrics show frequent noise on atrial egm (electrogram), and that there was a lead warning noted in (B)(6). The patient¿s underlying rhythm sinus was at forty therefore a programming change was made to allow intrinsic activity since the patient feels good and has no symptom with slow heart rate. At the lead revision the atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.